Manufacturer narrative:
Philips service replaced the pdu fantray and control module, restoring the device to operational status. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that device failed to power on; pdu components replaced on a azurion 7 m20. The clinical use of the system was outside of use. There was no reported patient or user harm.